Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 078491. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two 30ml syringes. One syringe is empty and the other one has about 20ml of a red colored solution. The red colored solution is between the rubber stopper ribs. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger. The following information was provided by the initial reporter: "when the syringe was used to draw the liquid from the vial, it is noticed that the colored liquid has leaked".